Event description:
New information received stated that the right ventricular lead had an ongoing noise anomaly. It was suspected that the lead had an insulation breach. The clinician stated that the procedure note mentioned that the lead had dislodged. However, the clinician stated it was highly unlikely as the lead was implanted for a long duration and the anomaly did not prompt a lead extraction. On (B)(6) 2019, the patient had a scheduled pulse generator check. During the follow up, it was noted that the lead had a slight decrease in sensing and increase in lead impedance. After the right ventricular lead was replaced, the patient presented again to the clinic on (B)(6) for a scheduled follow up. There were no pulse generator anomalies seen and the patient had no complaints.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead became dislodged. On (B)(6) 2019, the lead was capped and replaced.